Manufacturer narrative:
Additional, changed, and/or corrected data: a.2. H.6.

Event description:
Guardian reported "no complaint for the left side." Healthcare professional later reported ¿left side prothesis ruptured during the surgery¿, ¿see a cut in a part of irregular shell¿, and ¿shell is thought to be partially damaged¿. ¿peri implant fluid collection¿, ¿bloody fluid¿, ¿fluid¿, and ¿mixture of blood and fluid¿, as seroma may contain ¿bloody fluid¿. ¿front to back flipping¿, the device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: device photograph(s) for the device related to the reported event of rupture, flipping and seroma-late was requested on march 11, 2025. Device patch with lot number 2988337 and catalog number mm360. Visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Flipping: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: h6.

Event description:
Guardian reported "no complaint for the left side." Healthcare professional later reported ¿left side prothesis ruptured during the surgery¿, ¿see a cut in a part of irregular shell¿, and ¿shell is thought to be partially damaged¿. ¿peri implant fluid collection¿, ¿bloody fluid¿, ¿fluid¿, and ¿mixture of blood and fluid¿, as seroma may contain ¿bloody fluid¿. ¿front to back flipping¿, the device has been explanted.

Event description:
Guardian reported "no complaint for the left side." Healthcare professional later reported ¿left side prothesis ruptured during the surgery¿, ¿see a cut in a part of irregular shell¿, and ¿shell is thought to be partially damaged¿. ¿peri implant fluid collection¿, ¿bloody fluid¿, ¿fluid¿, and ¿mixture of blood and fluid¿, as seroma may contain ¿bloody fluid¿. ¿front to back flipping¿, the device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1 b5 d9 e1 g2 h3 h6. Laboratory analysis summary the device related to the reported events rupture, flipping, seroma-late- breast was received on april 29, 2025 with lot number 2988337. Based on the product analysis performed, the assessments of the complaint codes are: rupture: observed an opening assessed as surgical damage. Flipping: unable to observe as it is not related to the manufacturing process. Seroma-late- breast: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Guardian reported "no complaint for the left side." Healthcare professional later reported ¿left side prothesis ruptured during the surgery¿, ¿see a cut in a part of irregular shell¿, ¿shell is thought to be partially damaged¿, ¿peri implant fluid collection¿, ¿bloody fluid¿, and ¿flipping¿, the device has been explanted.

Event description:
Guardian reported "no complaint for the left side." Healthcare professional later reported ¿left side prothesis ruptured during the surgery¿, ¿see a cut in a part of irregular shell¿, and ¿shell is thought to be partially damaged¿. ¿peri implant fluid collection¿, ¿bloody fluid¿, ¿fluid¿, and ¿mixture of blood and fluid¿, as seroma may contain ¿bloody fluid¿. ¿front to back flipping¿, the device has been explanted.